Event description:
It is reported by senior nurse of the hospital, that the devices cracked. Replacement was available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving a d-m 2.0mm beaded cable set ss was reported. The event was confirmed. Method & results: -device evaluation and results: it was visually observed that wires in the center cable strand and several of the outer strands on both devices were fractured; all others were mechanically cut. Dimensional and functional evaluations were not performed as the device is damaged. Material analysis of the cable indicated that the cable broke in overload and that the returned device had no material or manufacturing defects. -medical records received and evaluation: as there is no clinical information, neither a detailed description of what actually happened during the event, no x-rays are available to help understand the type of fracture and more, it is not possible to exactly unravel the failure mode of the ruptured cable although it appears quite probable that the event occurred under conditions where uncontrolled overload forces could easily develop and as such cause rupture in a cable that was already weakened before by cutting of the cable by whatever instrument or device present, by intent or inadvertently. This is all possible and following this it appears that the cable ruptured by overload from a cause external to the cable which does suggest that device-related factors would not play a role as also supported by the mar findings. As such, root cause of failure is most probably procedure-related although the failure mode can only be partially reconstructed due to the limited information available. -device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: it was not possible to determine a root cause based on the information available. Material analysis of the cable indicated that the cable broke in overload and that the returned device had no material or manufacturing defects. Additonal information such as further clinical information regarding the event, patient details and x-rays are needed to determine root cause.

Event description:
It is reported by senior nurse of the hospital, that the devices cracked. Replacement was available.